Manufacturer narrative:
This report is submitted on july 12, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and poor performance with device use, however, the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2017.